Event description:
It was reported that during a laparoscopic low anterior resection, the force of firing was higher than expected at first. The device was used on the rectum with double stapling technique. When the surgeon grasped the firing handle forcibly, there was neither the resistance nor the sound of cutting the washer though the firing handle was fully grasped. The doughnuts were formed properly. When the anastomosis site was checked endoscopically, it was found that staples of 3 parts seemed to be malformed, two parts of them were the sites which overlapped an existing staple line. Additional suture by hand was performed by the transanal route. There were no adverse consequences to the patient. The patient's condition is stable. The surgeon is used to using ecs.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality in the low-b and high-b settings. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the integrity of the internal components and no abnormalities. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? -laparoscopically. What device was used for the proximal and distal transection? What color reload? -no information. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) -no information. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? -no information. Was the spike of the trocar inserted lateral or through the staple line? -no information. What confirmation did the surgeon receive that the anvil was firmly attached? -no information. When the device was fired, where was the indicator within the green zone/gap setting scale? -no information. Was buttressing material utilized? -no information. Was the instrument fired across or near an existing staple line or clip? -across an existing staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? -compressed until unable to fire further. Were any unexpected noises heard? -no. Were any of the forces higher or lower than expected (closing, firing, or opening)? -firing force was higher. Was there any difficulty removing the device from the tissue? -no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) -visually checked. Did the operation change significantly as a result of the device issue? -no. What is the patients age and sex? -no information. Did a hcp other than the primary surgeon fire the instrument? If so, whom? -no information. Was there a recent conversion to ees devices in this account or with this surgeon? -no information.